Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a compromised image. There was no patient harm associated with the event. The device was evaluated, and it was found that the nozzle had foreign objects. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage to the suction connector. In addition to foreign material being in the nozzle due to insufficient cleaning, the additional findings were as follows: control section had foreign objects; due to wear of zoom lever, water tightness was lost; plastic distal end cover had a scratch; adhesive around light guide (lg) lens was peeled; lg lens had a crack; suction connector was deformed; adhesive around objective lens was peeled; switch box had a scratch; switch 4 had wear; suction connector was dirty due to water leakage; adhesive on bending section cover had white clouded area, crack, and a chip; due to wear of angle wire, the play of up/down knob and bending angle in up direction did not meet the standard value; no electrical continuity due to corrosion on distal end; connecting tube had a scratch and wrinkle; universal cord had a scratch and wrinkle; and the grip was shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.e1: national public service mutual aid union federation shin-beppu hospital

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. The foreign material could not be specified. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.